Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported, rupture. The silicone endoprosthesis is retromammary, has clear, wavy contours, a uniform structure and is filled with liquid contents. Multidirectional smoothed wavy ¿linguini lines¿ are noted, inside the silicone, small cysts up to 4x5 mm in size, isolated single lymph nodes. And cysts for left side. Device was explanted.

Event description:
The reported left side "small cysts" are not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d6b, h6. Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture / seroma-late/cyst was requested on dec 05, 2024. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.